Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent multiple occlusion alarms occurred. Blood glucose was over 500 mg/dl. Ketones level was large. Pump supplies were changed multiple times. During a supply change, a valid cartridge alarm occurred. Tandem technical support informed customer not to remove cartridge until the pump prompts user to remove it. A new cartridge was successfully loaded. As the pump supplies were changed, a cause of the occlusions could not be determined.